Event description:
The home care provider (hcp) reported the following: (1) the 50r70 leaked liquid oxygen during fill from the quick connect, (2) the quick connect poppet seal was visually dislodged, and (3) no injury occurred. Add'l info is not available.